Event description:
It was reported that a patient undergoing proton radiotherapy for breast cancer applied 3m¿ cavilon¿ no sting barrier film spray to the skin in a healthcare facility irradiation room. After application, the spray ignited, and the patient sustained second-degree burns with erythema and blistering in some areas and a small patch of hair. The flame was extinguished by clothing. Topical panthenol and cooling measures were applied. No heat sources, open flames, or other ignition sources were present in the vicinity of the patient. The patient is a non-smoker. The proton therapy was postponed for four days after the incident.

Manufacturer narrative:
The product was not returned for analysis, and no lot number was visible. The product is flammable until it is completely dry and vapors have dissipated. The likely root cause of the thermal event is a heat/ignition/static source igniting the 3m¿ cavilon¿ no sting barrier film vapors (or other product vapors) before the product was allowed to dry and the vapors dissipated; therefore, this event is being reported due to potential use error. Flammability information is included in the instructions for use for 3m¿ cavilon¿ no sting barrier film, and a flammability symbol is included on each individual pouch as well as on the product carton. The instructions for use specify to wait 90 seconds after application to allow vapors to dissipate before using an ignition source. It is critical to let the product dry before exposing the area to a thermal or ignition source. The IFU also states do not use 3m¿ cavilon¿ no sting barrier film near fire or flame, heat, sparks, and sources of static discharge.